Event description:
Customer reported that while pipetting an hiv I/ii plate on summit, it was reported that not enough sample or reagent was dispensed at positions a11, b10, or b12 of the microwell plate, and no error was generated. No death or serious injury was associated with this incident.